Manufacturer narrative:
The customer¿s product has been requested for investigation. At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "scan again in 60" error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced being dizzy, disoriented, and a loss of consciousness . Paramedics were called and customer was taken to the hospital where treatment of insulin (dose/type unspecified) and "high blood pressure meds" were administered by a healthcare provider. There was no report of death or permanent impairment associated with this event.